Event description:
The customer reported been hospitalized and getting tired of receiving no delivery alarms. The caller mentioned that the infusion set was removed and found the cannula was bent. Then the customer stated that the alarms were solved by changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.